Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test and displacement test. Device received with cracked battery tube threads, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker and stained address/serial number label.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information indicated by medtronic that the insulin pump would not turn on. Customer stated the pump did not turn back on after changing the battery. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.